Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported prior to use of a tampon she noticed the string was too short. She did not use the tampon and she discarded it.